Event description:
It was reported, the patient never had therapeutic effect and experienced stimulation in the wrong location. X-rays and reprogramming was done, but the results of those were not provided. The patient also experienced pain in the hip and it was unclear if it was from stimulation or the battery pocket. The system was explanted due to lack of therapeutic effect and the pain in the hip. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the tined lead found no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
Product ID 3093-28, lot# v598830, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.